Manufacturer narrative:
The affected devices were returned and evaluated. A dimensional inspection was attempted on the genesis ii insert; however several of the device's attributes were deformed and could not be accurately measured. The tibial tray attributes were within specification. In addition, the research and development team performed a visual examination which revealed deformation on the distal surface and anterior rim of the insert, which was most likely caused during removal of the device. There was also damage to the rim of the tibial tray, caused most likely from removal. Burnishing was observed on the articulating surface of the insert, which may have been caused by the presence of third body debris in the articulation zone. Scratches were found on the superior surface of the tibial tray. These scratches were most likely sustained by someone manually scraping the surface with a sharp object after removal from the patient since no corresponding damage was seen on the insert backside. However, with the information provided, it is unknown if or when this occurred. Edxa spectra collected adjacent to the scratches showed elements to be expected from ti-6al-4v alloy. No material anomalies were found during this investigation. The genesis ii insert and tibial tray were revised due to patient pain, and the reason for pain could not be determined from the information provided. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.

Event description:
It was reported that a revision was performed due to pain.